Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with false air in line alarm was discovered and confirmed during product evaluation. The root cause was not identified. Therefore, no further correction was made concerning this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a false air in line alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.